Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents noticed that the recipient's hearing performance with the device decreased after a head trauma. The external components were tested and no problems were reported. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: the stimulator housing shows a crack, which is expected to be the result of a severe mechanical overload, e.g. Due to an accident, such as the event mentioned in the recipient report. This is a final report.

Event description:
The parents noticed that the recipient's hearing performance with the device decreased after a head trauma. The recipient was re-implanted.